Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post procedure of atrial fibrillation ablation within the last three months, there were two patients that experienced grounding pad burns. The return patch was placed 1 inch right of the spine at the apex of scapula.